Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited multiple lead warnings for high and fluctuating impedance readings on the rv defibrillation coil and the superior vena cava (svc) defibrillation coil. A lead fracture is suspected. It was also noted the patient currently has an infection. The implantable cardioverter defibrillator (ICD) and lead currently remains in use. No patient complications have been reported as a result of this event.